Event description:
It was reported that the patient experienced coupling and or communication issues. An ins overdischarge was suspected. The last time the patient was able to fully charge was about three months ago and the stimulation was turned off because the patient couldn't charge. At that time the patient had some inflammation and swelling, and it was reported that the device had shifted on her spine. The patient stated that the swelling on her spine was the size of an egg, and she had swelling all the way down her spine and neck. Her right leg and left arm including two fingers were numb, and she was in a tremendous amount of pain. The patient describes the pain as the worst pain ever. The patient couldn't sleep and couldn't move her neck. The patient stated that she was having charging issues and inflammation, and she went swimming and went down a high dive and slides, and this was when it started to really get bad. The pain had got worse in the past 24 hours, and the patient's foot was cold as ice and numb, preventing her from walking. The patient was taking two ms-contins at a time with no pain relief. The patient stated that she was going to go to the emergency room, but it was later reported that she didn't go and didn't want to go to the hospital. The patient had an appointment scheduled of either (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, ,serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4). Product type recharger; product ID 37743, serial# (B)(4), product type programmer. (B)(4).